Event description:
It was reported by service report that the headend lift was stuck in an elevated position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: lift-here labels. Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.